Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a video of staple line content leak. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a video of staple line content leak. The visual inspection of the returned video noted that there was staple line content leak . Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. The staple line was leaking fluids after the reload was fired. The stapler also was able to fire the reload completely but when the site was checked a leaking was detected. Poor staple formation can be the potential cause for the leaking. There was no tissue damage it appeared intact and the incision was extended but not more the 1 inch. The surgery time was delayed by 40 minutes but the reporter says the surgery time was not extended more than 30 minutes due to the product malfunction. The surgeon team had to reinforce the procedure with sutures to complete the case. The patient is alive.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a video of staple line content leak. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. The staple line was leaking fluids after the reload was fired. The stapler also was able to fire the reload completely but when the site was checked a leaking was detected. Poor staple formation was the cause for the leaking. There was no tissue damage it appeared intact and the incision was extended but not more the 1 inch. The surgery time was delayed by 40 minutes due to the product malfunction. The surgeon team had to reinforce the procedure with sutures to complete the case. The patient is alive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. The staple line was leaking fluids after the reload was fired. The stapler also was unable to fire. There was tissue damage and the incision was extended but not more the 1 inch. The surgery time was delayed by 40 minutes but the reporter says the surgery time was not extended more than 30 minutes due to the product malfunction. The surgeon team had to reinforce the procedure with sutures to complete the case. The patient is alive.